Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not delivering boluses fully; however, this could not be confirmed. A blood glucose level was not provided. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.